Event description:
It was reported to philips the device does not pass self test paddle check. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer was provided a quote for repair, however, the quote expired, therefore the repair was not performed. No further investigation is possible. The root cause of the reported problem could not be confirmed because no repairs were performed. It has been concluded that no further action is required at this time. H3 other text : customer did not accept quote.